Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request.

Event description:
According to the reporter, prior to the procedure, the device was not able to fire. There was no patient involved in the event. The device is expected to be returned for evaluation.